Manufacturer narrative:
G4:01oct2020. B4:03apr2021. The customer ordered battery for this device. No other information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:01oct2020. B4:(B)(6) 2021. The battery part ordered by the customer was canceled. No other information was provided. If new information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02oct2020.

Event description:
The customer reported that the unit would not run on battery. The customer contacted product support and requested for part ID for the battery. The customer reported that the unit was not in use on a patient. The issue was found during set up. There's no delay in therapy noted and no medical intervention.